Event description:
A health care professional reported that the during intraocular lens (iol) implantation surgery the lens was damaged. Additional information received stating that the scratches were found on both sides of the iol optics and a bit more resistance when the iols were being advanced. Additional information received stating that the physician did not find a burr or anything similar in the cartridges.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.9., h.3. H.6. And h.11. Eight used company cartridge were returned loose in a bag. The facility had an issue with two of the cartridges. The two with an issue were not segregated; the facility returned all cartridges used that day. The eight returned used company cartridge were numbered 1-8 for evaluation purposes. None of the returned used cartridges was damaged. All eight had evidence of placement into a handpiece. The first returned used cartridge had no visible viscoelastic. Two of the returned cartridges had inadequate viscoelastic observed. The other five had adequate viscoelastic. The eight company cartridge were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No damage or abnormalities were found. A video was provided. The cataract removal took over almost six minutes. The lens and cartridge preparation were not shown. The lens loading and initial advancement were not shown. The cartridge tip came into view at 6:23 as it was inserted into the incision. The view was off center and only part of the top of the eye was initially visible. Only the very end of the cartridge tip could be seen. Unable to determine lens and plunger positions. The lens became visible as it exited the tip. It appeared to be rapidly advanced. Only the top half of the lens was in view. The camera was shifted slightly allowing more of the optic to be seen. Fold lines were visible. Angled cracks were observed at the optic edges on opposite sides. The lens was cut into two pieces. The incision was widened. The lens pieces were removed. A second lens was implanted with no issues observed. Edge damage can occur when there is a lack of viscoelastic in the cartridge coupled with rapid advancement. The observed fold lines on the first lens may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the cartridge. In addition, based on the time to remove the cataract, the lens was loaded more than five minutes. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The facility had an issue with two of the returned company cartridges. The two with an issue were not segregated; the facility returned all eight cartridges used that day. No damage or abnormalities were observed with the eight returned used company cartridges. Top coat dye stain testing was conducted with acceptable results. The root cause for the damage observed on the provided video may be related to a failure to follow the instructions for use (IFU). The cataract removal took over almost six minutes. The lens and cartridge preparation were not shown. The lens loading and initial advancement were not shown. The cartridge tip came into view at 6:23 as it was inserted into the incision. The lens loading and initial advancement were not shown. The cartridge tip came into view at 6:23 as it was inserted into the incision. Only the very end of the cartridge tip could be seen. Unable to determine lens and plunger positions. The lens became visible as it exited the tip. It appeared to be rapidly advanced. Only the top half of the lens was in view. The camera was shifted slightly allowing more of the optic to be seen. Fold lines were visible. Angled cracks were observed at the optic edges on opposite sides. Edge damage can occur when there is a lack of viscoelastic in the cartridge coupled with rapid advancement the observed fold lines may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the cartridge. In addition, based on the time to remove the cataract, the lens was loaded more than six minutes. Three of the returned used company cartridge exhibited a lack of viscoelastic. The IFU instructs to completely fill the cartridge with ophthalmic visco surgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.